Event description:
Patient had been having trouble with "connect belt" message. The belt was replaced and the next day the monitor stopped working completely. It would not power-up at all. The monitor was replaced.